Event description:
The male pt received a cypher stent in 2004 at hosp. He experienced a heart attack resulting from restenosis diagnosed 2 months later. He had another heart attack in 2006 resulting from the same stent, or from a new stent implanted one month before.

Manufacturer narrative:
The unk cypher stent remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.